Manufacturer narrative:
Sc-1132 (sn-(B)(4)) device evaluation indicated that the ipg passed visual test performed. The complaint was confirmed. The device was unable to communicate with a remote control after being charged due to damaged asic (u2). It could not be determined when and how the device got damaged. It was reported that electrocautery was used during the explant.

Event description:
A report was received that during a revision procedure, the remote control (rc) could not connect to the ipg. It was stated that electrocautery was used. The patient's ipg was replaced. Device malfunction was suspected. The patient was reportedly doing well postoperatively. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001)

Event description:
A report was received that during a revision procedure, the remote control (rc) could not connect to the ipg. It was stated that electrocautery was used. The patient's ipg was replaced. Device malfunction was suspected. The patient was reportedly doing well postoperatively. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001)